Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, there was difficulty inserting two prostyle devices and resistance on depressing the plungers. When the plungers were removed, there were no sutures. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with a non-abbott device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. Difficulty inserting the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment.the reported plunger deployment issue and ¿no suture present when the plunger was removed¿ were not confirmed as not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.